Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection. The patient had a smear done on (B)(6) 2021 which was positive for staphylococcus aureus. The driveline exit site was reddened with slimy secretions and the patient reported that it was painful. The patient had changes to their medications, regular dressing changes, local antibiotics and IV antibiotics. The infection was stated to be ongoing. No additional information was provided.